Event description:
It was reported that a pt under went a prostatectomy procedure on (B)(6)2009. The reservoir inflated with air readily after the first activation. It was found that there was a leak and a tear on the exit port of the reservoir. The surgeon exchanged the device for another reservoir. There was no adverse pt consequences.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device lot number associated with this event is not known. The international affiliate reports the following possible lot numbers: lot 48854isp mfg date: 01/29/2009, exp date: 12/31/2013. Lot 48681isp, mfg date: 01/22/2009, exp date: 11/30/2013. In addition, a review of the batch manufacturing records for the possible lot numbers was conducted and the batches met all finished goods release criteria.